Event description:
The hcp reported a pocket fill. Dilaudid, 1.0 mg/ml and robivicaine were used in the pump. Following a refill, the pt was found unresponsive in her car in the clinic parking lot and the staff called 911. The pt was transported to the hospital and was discharged after 1-2 days. Reportedly, the pt has since recovered without sequela.